Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. The cause of the monitor not powering up has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted form the corrupt memory. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor was "emitting a loud screeching noise when battery was placed in it. [Now] neither battery will power it up." The pt was issued a replacement monitor.